Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 05-mar-2024. Investigation summary : bd received six (6) shelf packs of samples for investigation. Out of the thirty returned samples, each was subjected to functional tests using 10 tubes per needle to assess functionality. Two (2) of these samples failed the tests due to sleeve leakage from poor sleeve recovery. Additionally, 30 retained samples underwent similar functional tests, all of which passed, showing no signs of side pierced sleeves, poor sleeve recovery, or sleeve leakage. These retained samples were also tested for retraction lockout, and all samples passed, being activated properly without any defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve side piercing/recovery. A CAPA has been created to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, blood leaked from the non-patient needle causing blood to spilled on the staff cloths and veteran clothes. No medical intervention needed as staff wore ppe and blood spill kit was used to clean up and peroxide was used to clean the cloths.

Manufacturer narrative:
D.2b: medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, blood leaked from the non-patient needle causing blood to spilled on the staff cloths and veteran clothes. No medical intervention needed as staff wore ppe and blood spill kit was used to clean up and peroxide was used to clean the cloths.